Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a sensing issue where there were episodes of no electrogram signals and the lifetime asystole episode counter was 212.

Event description:
It was reported that the device showed asystole episodes through the electrogram. The technical service provided diagnostic data interpretation. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device showed asystole episodes through the electrogram. The technical service provided diagnostic data interpretation. The device is still in use. No patient complications have been reported as a result of this event.